Event description:
Additional information received from the health care provider (hcp) confirmed that the pump was removed due to financial reasons, and that there was nothing wrong with the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n147599015, implanted: (B)(6) 2009, product type: catheter. Product ID 8590-1, lot# n165213, implanted: (B)(6) 2009, product type: accessory. (B)(4). Analysis of the pump revealed no anomalies.

Event description:
Information was received from the health care provider (hcp) , regarding a (B)(6) female patient receiving intrathecal hydromorphone 6.0mg/ml and bupivacaine 6.0mg/ml via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post lumbar laminectomy syndrome. The concomitant medications and patient history were not reported. The returned paperwork indicated that the pump was removed on (B)(6) 2015, and it was reported that the device would not be replaced with the same manufacture device. The patient was unable to pay for pump refills anymore, and did not want it to remain empty were it was located. Thus, she wanted the pump taken out. No additional information was reported. The patient symptoms and outcome, and troubleshooting related to the empty pump remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.